Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that screen went black, the station lost power and started beeping. A field service engineer found that drawer 2.1 on the main causing crowbarring for device, replaced the drawer controller boards and configured to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, screen went black, the station lost power and started beeping. The customer stated that there was a delay in dispensing medication due to this malfunction because machine was not working, they had to wait for medications. There were no adverse events or injuries reported based on this event.